Manufacturer narrative:
The t:slim x2 g6 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."

Event description:
It was reported that the pump touchscreen became unresponsive after the customer went scuba diving with the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the existing cartridge for insulin therapy.